Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03062.

Event description:
It was reported that the patient underwent a knee revision approximately 8 years post implantation due to pain, cracking noise, loss of mobility, and disassociation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 8 years post implantation, the patient was revised due to pain, noise, difficulty ambulating, implant 'coming apart', decreased adls, and loosening.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. There was no allegations against the patella. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. There was no allegations against the patella. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported by the patient that they underwent an initial left knee arthroplasty where they had a patellofemoral replacement. Subsequently, the patient was revised approximately 8 years post implantation due to pain, cracking noise, loss of mobility, and the implant 'coming apart'. Attempts have been made and no further information has been provided.